Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was re-implanted in 2009, however, co was not informed about the scheduled re-implantation. Up to now, no further info has been received about the reasons leading to re-implantation.